Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter clogged and therefore did not drain properly.

Manufacturer narrative:
Received one used temperature sensing visual inspection of the exterior portion of the sample found evidence of encrustation in the drainage eyes. A functional evaluation was performed via a flow rate test. Flow rate was tested while the balloon was inflated with 10cc's of water and it was found that no water flowed through the drainage lumen. Deflated balloon and repeated flow rate testing and found no water flowed through the drainage lumen. The internal flow rate specification is 150cc/min minimum, so the sample did not meet the internal specifications. Dissected and found evidence of encrustation inside of the drainage eyes and drainage lumen. This is a patient related condition with use that is dependent on many variables, such as diet and medication. This is not a manufacturing related condition. The encrustation may have caused the blockage. The complaint was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Using proper aseptic methods, remove catheter from package. Prepare patient per hospital/nursing recommended procedure. Proceed with catheterization using standard techniques. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-filled luer-tip syringe. Do not use a needle tip syringe to inflate balloon. Connect catheter to collection container. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.